Event description:
It was reported that insulin pump had a blank screen display.

Manufacturer narrative:
Unit received with blank display. Unable to perform displacement test, operating currents measures and off no power test due to blank display. Unable to confirm off no power alarm due to blank display. Blank display due to corroded battery tube and battery cap (p) contacts noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.